Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated that 2 active gu meters were used with 3 separate patients at a hospital. With each patient, the system produced an e-2 error. The same systems, when used with other patients, did not produce this error message. It was discovered the 3 patients were being treated with ceftriaxone (rocefin a possible interferent that could cause falsely low results. A nurse administered insulin to one of the patients following an e-2 error, and this patient ended up in the intensive care unit. It is unknown what treatment was provided. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.